Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardioverter defibrillator was in backup vvi due to event queue overflow. Programming changes were completed and the device was resorted successfully. The patient was stable.